Event description:
Patient underwent surgery and their generator was only replaced and the impedance was within normal limits after the new generator was placed. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that high impedance was detected on the patient's device. No further relevant information has been received to date. No known relevant surgical.